Event description:
Patient was reported to have been implanted in february 2020. Impedance was initially okay; however, over time continued to increase until it reached above 9000 ohms. Patient was developed worsening spondyloarthritis and has been found to be hla-b27 positive. Surgeon reported exploratory surgery is planned to determine if fibrosis is the cause. Surgeon does not suspect lead fracture. Surgeon wondered if there were known issues with polyarthropathy causing complications with vns. No additional relevant information has been received to date.

Event description:
Patient had a full revision performed. The explanted lead was noted to have likely been disposed. No additional relevant information has been received to date.